Event description:
It was reported that a patient enrolled in the (B)(4) study, underwent a total right hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2008 due to pain and cup loosening. Surgeon noted a metal hypersensitivity reaction in the joint space and mild scratches on the femoral head and inner surface of the cup. The modular head, cup and liner were removed and replaced.

Manufacturer narrative:
Current, information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-03370 / 03372).